Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had to do a full reprime beginnning 6 months ago and that the most recent time occurred yesterday. Reportedly, the o-ring on the battery cap was visible and the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: power reset events were observed in the black box to support a power loss. The returned battery cap tightened securely onto the pump, was able to maintain an electrical connection, and was used for a 24 hour test without any reboots. There was no damage to the battery compartment observed. Product analysis was unable to duplicate a power loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.